Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was unknown. The patient reported that he had heard the pump alarm before. The patient did not know the date for when this happened. No patient symptoms and no further complications were reported. Additional information was received from a consumer indicated that the alarm was due to an empty pump. It was reported that the pump was replaced and filled. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.